Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that there was nothing wrong, they just weren¿t used to level 4 and had to go higher to feel anything. The patient was told they could go up to the limit of 20 and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they turned on the stimulation today and they have it up to 4.0 and they are not getting any feedback in their body like they normally do. Patient stated that they usually have it at 3.6 or 3.8. Agent asked the patient if this issue started today and patient stated that it started this morning when they turned it on. Agent offered to assist the patient in trying a different group/program. Patient switched from group b to group a and increased the intensity was up to 3.4 and 4 without, but patient did not feel the stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.